Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that approximately two weeks after an ablation procedure, the patient came to the hospital due to swelling of the leg where the proglide suture had been placed for closure of the access site. Stenosis was noted by angiogram observation. Vascular surgery was used to cut the suture; however, after incising, the suture was not visible. There was difficulty finding the suture due to heavy cicatrisation (scar formation at the healing access site). It was thought the cicatrisation shortened the vessel, leading to the stenosis. Finally, the suture was detected based on the stenosis. It was confirmed that there was no back-wall stitch. After the tissue was peeled off, the suture was cut; however, the stenosis was not released due to the solid surrounding tissue. The tissue was peeled off to complete the treatment of the stenosis. Additional medication was administered to treat the swelling. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of occlusion is listed in the proglide instructions for use, as potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.